Event description:
End user states the left rear wheel keeps falling off. End user is second owner. Customer reports having unit for 7 years and is unable to identify model. Orange label (B)(4) date 11/03. Invacare logo on backrest.